Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 54 mg/dl at the time of incident and current blood glucose level was 94 mg/dl. Customer states insulin pump had audio alarm for low blood glucose. Customer ran self-test and test failed. Customer reports auto mode was not active. Customer declined troubleshooting for low blood glucose. Customer states insulin pump had hardware low level failure alarm. Customer able to clear the alarm and able to rewind the insulin pump. The insulin pump will not be returned for analysis.